Manufacturer narrative:
The analysis revealed that a pin in the inlet sensor is bent, causing the impossibility to read the pressure value. Records of the analyses carried out in the clean room before device's release, revealed that the two sensors performed correctly when tested. Since the device passed this control, it can be assumed that the pin was damaged during clinical procedure (refer to bhcx763_investigation_rmd).

Event description:
Cp22 disposable port on the inlet side appears to have cut out during the run. Perfusionist states that the inlet pressure decreased to -700, causing the pump to stop before the inlet pressure in the guage bar went completely blank.

Event description:
Cp22 disposable port on the inlet side appears to have cut out during the run. Perfusionist states that the inlet pressure decreased to -700, causing the pump to stop before the inlet pressure in the guage bar went completely blank.

Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report.